Manufacturer narrative:
The complaint states the spring mount is broken. The investigation confirmed the complaint as reported. Design review (B)(4) was completed in (B)(6) 2016 which investigated possible design solutions to balseal post cracking. It was concluded that no design improvements, protective measures or information for safety could be implemented that would definitely reduce the risks without increasing or adding risks. The q1 2016 pms report ((B)(4)) identifies no safety signals and concludes no follow up actions are required for the attune spacer block. There is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Product returned.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spring mount is broken.